Event description:
It was reported by the rep via an email from the risk manager of the hospital, "surgeon was placing a 4.0x60mm partially threaded stryker screw into the left upper arm when the tip snapped, leaving a 1.0-2.0mm piece remaining in the patient. The surgeon was using a powered handheld surgical tool to drive the screw into place with the aid of x-ray for visualization. "

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the broken screw tip could be confirmed. Based on investigation and on the consultation of a stryker r&d member the root cause was attributed to a user related issue. Indeed, it is very likely that the surgeon at issue violated one or more of the following operative technique instructions. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported by the rep via an email from the risk manager of the hospital, "surgeon was placing a 4.0x60mm partially threaded stryker screw into the left upper arm when the tip snapped, leaving a 1.0-2.0mm piece remaining in the patient. The surgeon was using a powered handheld surgical tool to drive the screw into place with the aid of x-ray for visualization. "